Event description:
During colonstomy closure the surgeon was closing the cdh33 in preparation to fire it and encountered slight resistance. The surgeon was able to see the safe firing indicator and fired the device but did not hear audible feedback. The device could not be removed and the surgeon had to do an add'l transection proximal to the device, put in a second purse string, and utilize a competitive device to complete the procedure. There was no consequence to the pt.